Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an ica aneurysm. It was reported the patient was treated with one pipeline. 12 hours post procedure, an angio was performed and showed the aneurysm and the left ica completely thrombosed. Five days later, the patient developed a large left mca infarction and subsequently expired.